Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the mega suturecut needle driver instrument had one of the drive cables with ends frayed inside where the cable comes out.

Manufacturer narrative:
Intuitive surgical has obtained additional information regarding this event. Images of the mega suturecut needle driver instrument were provided and were reviewed by an isi failure analysis engineer. The images showed a broken grip cable on the instrument. Isi has not yet received the actual instrument for evaluation as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.